Event description:
A physician reported a pt who received her first treatment with two formulations of collagen on 7/28/97 in the glabella, vermillion border, and nasolabial folds. At the time of implantation into the glabella, the physician noticed that the collagen extravasated into the canthal area, and he massaged the material back into the desired area. On 8/1/97, the pt noticed redness, pain and extreme swelling in the glabellar area; the swelling physically obstructed her vision. The physician diagnosed a hypersensitivity and prescribed medrol dosepak. The pt's symptoms improved until she finished the dosepak, at which time they became exacerbated. The physician prescribed zyrtec and anaprox. On 8/22/97, the pt's symptoms had improved, but nodules on either side of the bridge of the nose had developed.